Event description:
User alleges one event of the aquinox gasket not sealing on the water bottles at high flow and clinician slipped in water and chipped her tooth. Event only required dental visit. No adverse outcome or treatment needed to patient.

Manufacturer narrative:
Results evaluation: smiths medical did not receive the lot number or a sample for this event. Review of our complaints database show this to be the first report for someone slipping due to this type of leakage. The user facility did not send back the affected unit, but they did send back two hospira 1,000ml water bottles for testing. The two bottles, when attached to p5000 unit, showed no leakage when used with the black gasket provided with the aquinox. There has since been a change to the threaded base of the aquinox. Where it is attached to the bottle was lenghtened by 0.060". Adding this additional length will provide a better seal between the bottle, gasket and the unit.